Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the lcsb5 solid toned while transecting short gastric. This happened on the initial using of the blade. Normal trouble shooting was done and everything tested in spec, but the blade. Another blade was used and the case was completed. There was no consequence to the pt.